Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a type 3b endoleak with sac growth was identified while the patient was being treated for a bowel obstruction. The patient was reported as stable and an intervention has been scheduled. Subsequent to the initial report, additional information was received that the patient due to complications from her small bowel instruction surgery.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. Several requests were made for medical imaging; however, no response was received. The reported type iiib endoleak with sac growth was unconfirmed due to the lack of relevant medical imaging. The reported patient death was confirmed from the discharge summary received. The patents death was most likely anatomy related (small bowel obstruction not related to the evar procedure). Post resection of the small bowel obstruction there was the sequelae of hypotension, respiratory failure during a dialysis procedure. No procedure harms were identified. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to adverse vent - updated; b5: describe event or problem ¿ updated; h1: type of reportable event - updated; h6: result code ¿ remove 3221; h6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a type 3b endoleak with sac growth was identified while the patient was being treated for a bowel obstruction. The patient was reported as stable and an intervention has been scheduled.